Event description:
The patient was admitted to department of respiratory medicine ii on (B)(6) 2026, presenting with intermittent wheezing and cough for one day. Diagnoses included gram-negative bacterial pneumonia and submandibular parotitis. Subsequently transferred to the department of otolaryngology due to parapharyngeal abscess, submandibular abscess, neck abscess, and maxillofacial space infection. On (B)(6) 2026, underwent incision and drainage surgery in the otolaryngology department. Postoperatively transferred back to our department for perioperative management. Due to the need for continuous infusion of vasoactive agents, an arterial catheter was inserted per physician's orders and connected to a blood pressure monitoring device for continuous invasive blood pressure monitoring. During arterial cannulation, the nurse encountered resistance and a stalling sensation during needle advancement. Upon withdrawal and inspection, the cannula needle was found to have intermittent burrs along the tubing. A new arterial cannula needle was selected. After repeated visual inspection confirmed no issues, the cannulation was successfully performed. The arterial pressure monitor was then connected to the ECG monitor, and the patient's invasive blood pressure was closely observed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle burred was confirmed upon inspection of the photo. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.